Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a leak from the flush luer of the catheter. During preparation for an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. While prepping the device, a slow drip was observed from the catheter flush luer/end of the device. The device was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.